Event description:
One touch ultra meter had a power issue. Unknown how long they had this issue with the meter. The power issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach the patient to obtain more clinical information. Per the initial information provided by the patient, they were not able to get a reading on the meter. Pt was not able to focus and was taken to the hospital and went into a diabetic coma. Unknown if the patient tried testing on the meter the days prior to going to the hospital. Also unknown what blood glucose level was at the hospital. Due to insufficient clinical information regarding the incident, it is not clear if the meter contributed to it. Therefore this case is reported as a meter malfunction due to the unresolved power issue.